Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the received on the device and there was some tissue build up. The ptfe pad (teflon pad) was inspected and found it is separated from the jaw exposing metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. Additionally, char marks were noted on the same location on the jaw and the probe unit when the handle was fully closed. Based on the similar reported events, this type of teflon pad damage is due to no tissue or insufficient tissue between the probe and jaw when the device is activated. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad damage. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy and right oophorectomy procedure, the teflon pad of the grasping section of the device lifted from the jaw. It was unknown if metal was exposed. A ¿probe check¿ error message was observed on the generator. It was reported that no device fragment fell into the patient. The procedure was completed with a similar device. There was no patient injury reported.